Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image, malfunction of the universal cord, component failure of the universal cord, the image had white spots, the light guide bundle at the insertion section was slightly worn, interrupted and weakened, component failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "flickering image" was caused by malfunction of the universal cord (component failure of the universal cord). "The light guide bundle at the insertion section was slightly worn, interrupted and weakened" was caused by a component failure of the light guide bundle. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image of the gynecologic laparoscope had abnormal color during service or maintenance. There were no reports of patient involvement.